Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported that patient had the implant done on (B)(6) 2019 and was seen at a follow up appointment on (B)(6) 2019 in which patient stated they were unable to void at times and others only very little come out. Patient states that they pushed so hard to void and ended up with a bowel movement. They also complained of fecal incontinence. Troubleshooting and diagnostics were done, and everything checked out fine and within normal limits. Battery also checked out as full and therapy was on. During office visit, the program was changed to c/6 because patient felt stimulation in lower back to mid buttock and not in pelvic floor. On (B)(6) 2019 patient was back in healthcare professional office for check-up. They stated they were still in pain and couldn¿t sleep. They continued to report not sure if they were getting stimulation in pelvic floor. On (B)(6) 2019 patient returned to hcp office. They reported they were fully able to empty their bladder in the morning because it was really full. They had been able to empty their bladder throughout the day but did have to bear down to push to get urine to come out. They felt like the bladder was seizing up. They were worried that something may be wrong with the placement of the interstim because they could feel it in their back. No further complications were reported or anticipated.